Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced prolonged hyperglycemia after a supply change, with a highest recorded blood glucose of 248 mg/dl and out-of-range duration of approximately six hours; the user did not meal announce, consumed snacks, and had recently adjusted the ilet weight setting to reduce insulin aggressiveness, and the device did not provide a high alert. Symptoms included nausea. Outcomes included no need for outside assistance and no medical intervention. Investigation included troubleshooting and education explaining that reduced aggressiveness, lack of meal announcement, and snacking can delay correction. Investigation of this case revealed no device alerts or alarms and no identified device malfunction, with the cause of hyperglycemia unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.